Event description:
Independent repair center customer alleged low o2/yellow light ,and the key failure is the valve is leaking. Associated malfunction for this device: inlet filter dirty, cabinet filter missing.